Event description:
Consumer alleges charger sparked then allegedly caught fire. She's claiming this happened while she was in the park. Numotion picked up the unit and serviced it but she is having continued issues with charging, power, tires, power indicator.

Manufacturer narrative:
3.5a upg charger-the charger showed no evidence of catching fire and functioned as designed.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges charger sparked then allegedly caught fire. She's claiming this happened while she was in the park. Numotion picked up the unit and serviced it but she is having continued issues with charging, power, tires, power indicator.